Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine, bupivacaine and morphine (unknown dose and concentration) via an implantable pump for cervical radiculopathy and complex regional pain syndrome type I. The patient reported having been in hospital for a little over a month having severe seizures. Patient mentioned that they were putting metal things in his head. While in hospital, they sent someone to fill his pump, the patients next refill was on (B)(6). The patient was currently in a rehab center

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.